Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted the mesh was clearly extruding. The mesh was removed from the surrounding tissues, until met with an area of granulation and then in this area, the skin was excised as well. It was reported that the patient experienced severe pain, mesh extrusion recurrence, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.